Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left circumflex artery. After a non-bsc stent was deployed, a 12mmx2.50mm nc quantum apex balloon catheter was advanced for post dilation. However, when the balloon was inflated at nominal pressure for 3 seconds, the balloon ruptured. The procedure was completed using a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc quantum apex balloon catheter. There was blood on the inner lumen and contrast on the outside of the device. There were numerous kinks in the hypotube. The was inner shaft damage (flattened) found 5 mm from the tip of the device, for 28mm in length. The balloon was loosely folded. An inflation device filled with water was used to inflate the device to nominal pressure. Device held pressure for 5 minutes, without any leakage in the device. Microscopic inspection of the markerband found no evidence of damage or irregularities. Microscopic inspection found no irregularities with the bond of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left circumflex artery. After a non-bsc stent was deployed, a 12mmx2.50mm nc quantum apex¿ balloon catheter was advanced for post dilation. However, when the balloon was inflated at nominal pressure for 3 seconds, the balloon ruptured. The procedure was completed using a different device. No patient complications were reported and the patient's status was good.